Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon was found to be ruptured. A contralateral approach was used to access the target lesion using a 0.014 guidewire and 6fr guide sheath. The 90% stenosed target lesion was located in a mild tortous and moderately calcified left mid superficial femoral and popliteal arteries. A 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4atm upon first inflation in the proximal portion of the lesion. Since leaking of contrast media was suspected under fluoroscopy, deflation was performed once, and the device was removed. When it was checked outside the body, the balloon was found to be ruptured. The procedure was completed with another of the same device. There was no patient complications reported.

Event description:
It was reported that the balloon was found to be ruptured. A contralateral approach was used to access the target lesion using a 0.014 guidewire and 6fr guide sheath. The 90% stenosed target lesion was located in a mild tortous and moderately calcified left mid superficial femoral and popliteal arteries. A 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4atm upon first inflation in the proximal portion of the lesion. Since leaking of contrast media was suspected under fluoroscopy, deflation was performed once, and the device was removed. When it was checked outside the body, the balloon was found to be ruptured. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The balloon was attached to an inflation device, subjected to positive pressure to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 3 mm from the distal end of the proximal markerband. No damage or issues were noted with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified no issues with the hypotube shaft that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.